Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited non-reproducible noise that preciptated a 3 second pause in pacing. The device sensitivity is set at least and all lead measurements are normal and stable.